Event description:
It was reported that there was a lead safety switch (lss) from bipolar to unipolar configuration on this pacemaker system due to a right atrial (ra) lead pace impedance measurement of 2264 ohms, which was out of range. Technical services (ts) analyzed device episode data and found that there was a stored signal artifact monitor (sam) episode on the same day as the lss with minute ventilation (mv) noise and oversensing. Ra pace impedance was found to be as high as 2985 ohms and low as 480 ohms. It was also discovered that there was high capture threshold of 4v on the ra lead. Ts advised ra lead evaluation and reprogramming as troubleshooting. While patient was tested in clinic, there was noise and oversensing while in unipolar configuration. Reprogramming was done. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this lead was surgically abandoned and replaced with a new ra lead. No additional adverse patient effects were reported.

Event description:
It was reported that there was a lead safety switch (lss) from bipolar to unipolar configuration on this pacemaker system due to a right atrial (ra) lead pace impedance measurement of 2264 ohms, which was out of range. Technical services (ts) analyzed device episode data and found that there was a stored signal artifact monitor (sam) episode on the same day as the lss with minute ventilation (mv) noise and oversensing. Ra pace impedance was found to be as high as 2985 ohms and low as 480 ohms. It was also discovered that there was high capture threshold of 4v on the ra lead. Ts advised ra lead evaluation and reprogramming as troubleshooting. While patient was tested in clinic, there was noise and oversensing while in unipolar configuration. Reprogramming was done. No adverse patient effects were reported. Currently, this pacemaker system remains in service.